Event description:
It was reported that the pump was eroding through the skin and the reporter was looking for a healthcare professional (hcp) to take care of it. The patient developed a sore over the suture line. No other symptoms were reported. The reporter did not know whether there was a device positioning issue; the surgeon replaced the pump with a smaller one. The positioning of the device was corrected. The current patient status was unknown at the time of this report. The pump was used to infuse baclofen (lioresal). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709, lot # l57103, implanted: (B)(6) 1998, product type catheter. (B)(4).